Event description:
It was reported that the patient was experiencing pain as the bottom part of the implantable pulse generator (ipg) was sticking out. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively and the device remains implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2025.